Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and they could not read the screen. The customer's blood glucose level was unknown. Customer stated that the type of moisture was body moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable due to software anomaly. Moisture damage was found on the electronic assembly, motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with missing display window cover and damaged serial number label.